Manufacturer narrative:
One 60-6085-201a was received in opened original packaging. Lot number was verified. A visual inspection was performed, the device was returned disassembled with the balloon, cervical cup and blue cone detached. There is evidence of adhesion at the end of the shaft where the uterine balloon was attached. Root cause cannot be determined; however, based upon evaluation of the device and photos a possible cause of this event could be excessive force. A two-year lot history review shows a total of 1 device for this lot number and failure mode. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of 21 reports, regarding 23 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. Swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-6085-201a, vcare 200a ¿ medium was being used on 25mar24 and ¿the mainipulators part at the end of the unit blue & yellow cap piece came apart while in surgery, fell off¿. Per further assessment it was found "I spoke with the surgical tech that was on the case on 03/25 with dr.she explained that the v-care worked the entirety of the surgical procedure until the end when they were removing the uterus from the vagina. At that point, the green cup at the end remained attached to the uterus while the remaining part of the v-care was removed. The device did not fall into the surgical site, the green part just remained attached. The green part of the device was able to be retrieved because it was removed by a surgical instrument from the uterus. The surgeon did not request a second v-care because it did the job during the case.". There was no impact or injury to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the device, 60-6085-201a, vcare 200a ¿ medium was being used on 25mar24 and ¿the mainipulators part at the end of the unit blue & yellow cap piece came apart while in surgery, fell off¿. Per further assessment it was found "I spoke with the surgical tech that was on the case on 03/25 with dr. []. She explained that the v-care worked the entirety of the surgical procedure until the end when they were removing the uterus from the vagina. At that point, the green cup at the end remained attached to the uterus while the remaining part of the v-care was removed. The device did not fall into the surgical site, the green part just remained attached. The green part of the device was able to be retrieved because it was removed by a surgical instrument from the uterus. The surgeon did not request a second v-care because it did the job during the case.". There was no impact or injury to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.